Event description:
In 2009, the lay-user /patient contacted lifescan (lfs) alleging that the onetouch ultralink meter has a power issue (meter does not turn on). A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The power issue began approx two weeks prior to original date. It is not known if the patient was able to obtain his blood glucose reading after the reported issue began. After the reported issue began, the patient took less food/beverage. The pt reportedly developed symptoms described as "blackout and passed out" about two weeks after the reported issue began. The patient's doctor advised the patient to get new test strips. The patient did not report receiving any other medical intervention for hypoglycemia or hyperglycemia. Two days prior to original date at 3:30pm, the patient obtained a blood glucose reading of "58-60 mg/dl" on an unknown meter. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment the patient received in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate noted that the onetouch ultralink meter was misused (possibly rained on, probably got wet). This complaint is being reported because the patient claimed he had symptoms that were suggestive of hypoglycemia two weeks after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.